Event description:
Reportedly, on (B)(6) 2013, the displayed residual longevity was 7 months. Less than three months later (on (B)(6) 2013), the device had reached the elective replacement indicator (eri). The device was explanted on (B)(6) 2013 and will be returned for analysis. An explanation concerning the displayed residual longevity is required.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.